Event description:
The colonovideoscope was returned to the service center with a report of broken tie rods. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, forceps channel port has corrosion, light guide-cover glass has corrosion, light guide lens has foreign objects, connecting tube has foreign objects and dirty plug unit was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the dirty plug unit, light guide lens has foreign objects and connecting tube has foreign objects is cause not established and the most probable cause of the forceps channel port has corrosion light guide-cover glass has corrosion is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.